Event description:
Pt was revised to address knee pain.

Manufacturer narrative:
The products were not returned for examination. A search of the complaint database did not show any other reports against the mfg lots. The investigation could not draw any conclusions about the reported knee pain. Provided info stated infection was ruled out and the products were not suspected of failing to meet specifications or of contributing to the event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or add'l info be received, the investigation will be re-opened.